Event description:
Boston scientific received information that during scheduled device change out, the physician noted insulation abrasion on the rate/sensing leg of this right ventricular (rv) lead. The physician used medical adhesive to repair the lead and all measurement were good. The lead remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.